Manufacturer narrative:
(B)(4).

Event description:
It is reported that an assurant cobalt stent was implanted to treat a lesion in the cfa when a dissection was observed. Another assurant cobalt stent was implanted to treat the dissection and complete the procedure. No further patient clinical sequelae reported.